Event description:
This report is regarding my special needs son, (B)(6) went in for the whipple surgery on (B)(6) 2024. Surgery was done at (B)(6). He was taken to the ICU after the 8 hr surgery. Shortly thereafter, he was found to be bleeding internally and was taken straight back to the operating room for emergency surgery. He received numerous blood products before and during surgery. The original surgery was done via surgical robot and the holes where the instruments were placed. When they took him back for emergency surgery, they had to open him up all the way. During that surgery to undo what they had done during the first surgery which meant he then had to go back the very next day for a third surgery. (B)(6) ended 2 1/2 months in the hospital (77 days to be exact). During that time, he had numerous infections and complications stemming from internal bleeding to a huge gaping hole in his abdomen resulting in a wound vac. Here's what happened per the surgeon, and what he saw on the robot's recording. When they went to use the clip applier, it caught, thus nicking (B)(6). It was not found at the time due to the location. We were told the applier "misfired." This item was guaranteed for 100 fires. It had been used 30 times prior to (B)(6), with no issues. The first time ii was used on him, it misfired, leaves one to believe that this was damaged between prior use and processing (sterilization). This is a reuseable part. The surgeon said that a seen under magnification. The hospital finally filed a report with you on 08/30/2024, almost 3 months later. Report number is: mw5159310. They said there was no adverse event when there was and failed to report there was an injury involved.